Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in capture thresholds and impedance measurements. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited an increase in capture thresholds and impedance measurements. The rv lead was surgically abandoned, and the pacemaker was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in capture thresholds and impedance measurements. The rv lead remains in service. No adverse patient effects were reported.